Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. The device was tested and was found to be functional. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process. The device was returned with the tissue pad missing and with the blade gouged. Possible causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade lockout later in the procedure. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue of the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process. Batch f9hw8j, mfg date 10-6-2014, exp date 11-6-2009.

Event description:
It was reported that during a lavh procedure, the device stopped working in the middle of the procedure. A new device was used to complete the procedure without any patient impact.